Manufacturer narrative:
Device implanted: 2007. Lawyer filed report - (B)(6).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unknown injury and a product problem after a perigee sling was implanted in 2007. The device remains implanted. No patient complications were reported in relation to this event.